Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced a power system error. The customer¿s blood glucose level was 9.2 mmol/l at the time of the incident. Customer reported the internal power source was unable to charge. It was not noted if the insulin pump was damaged. During troubleshooting, customer was advised to disconnect from the insulin pump, and clear the power loss alarm. Customer called back 4 hours later and reported a second power system error. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.